Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09552, 2938836-2020-09553.it was reported that when the patient presented in clinic for a follow up, pocket infection due to staphylococcus aureus was observed. The patient is not pacemaker dependent. The physician did not believe the infection was device related. The patient was given antibiotics treatment. The device system was explanted on (B)(6) 2020. A new device system was implanted on (B)(6) 2020. The patient¿s condition was stable.